Event description:
It was reported that the programmer displayed an error code while attempting to check the device. The company company representative was able to resolve the error by turning off the programmer and waiting for 10 minutes and rebooting. The programmer remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)